Event description:
It was reported that an 8 x 100 mm absolute pro was intended to be implanted in iliac aorta with a total occlusion. However, after the product was deployed, the stent could not be found under x-ray fluoroscopy. The physician confirmed that the 8 x 100 mm absolute pro did not include a stent. The device was changed for another aboslute pro and the procedure ws finished successfully. There was no resistance felt during the process. The patient's final outcome is satisfactory with no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported missing stent was not able to be confirmed as the sheath was fully retracted. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.